Event description:
A journal article was reviewed that contained information regarding this external pulse generator (epg). The patient became bradycardic and then asystolic while sitting in an intensive care unit (ICU) chair. The nurse turned on the external pulse generator (epg) and an error message appeared on the liquid crystal display (lcd) of the epg. The error message did not clear despite multiple attempts to turn it off and then on again. The switch to the emergency mode also did not appear to work. Cardiopulmonary resuscitation (CPR) was started. Another epg was used and "successful" pacing was achieved. The patient was eventually discharged with "no ill effects" from the episode. The status of the epg is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Correspondence was sent to the author requesting additional information, which did not yield any additional information. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "faulty design resulting in temporary pacemaker failure. Chest. 2001:120:684-685. (B)(4).